Manufacturer narrative:
An event regarding periprosthetic fracture involving a securfit stem was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -product evaluation and results: the reported device was not returned however one photograph was provided for review. The photographs provided are of the recently explanted stem and head . Blood is visible on both the head and stem. Small fragments of tissue is also visible on the body of the stem. -clinician review: a review of the provided medical records by a clinical consultant indicated: a traumatic fall of this 80-year old female patient with osteoporosis some 3-years post arthroplasty has caused a complex periprosthetic fracture around the securefit max stem with consequent stem loosening requiring revision surgery with fracture stabilization and implantation of a longer revision stem construct. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding periprosthetic fracture was reported. Review of the provided medical records by a clinical consultant indicated: a traumatic fall of this 80-year old female patient with osteoporosis some 3-years post arthroplasty has caused a complex periprosthetic fracture around the securefit max stem with consequent stem loosening requiring revision surgery with fracture stabilization and implantation of a longer revision stem construct. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a primary total hip. She did well until she fell. She was seen in the ER and x-rays were taken. She sustained a periprosthetic fracture. She was taken to the or and revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product not returned.

Event description:
Patient had a primary total hip. She did well until she fell. She was seen in the ER and x-rays were taken. She sustained a periprosthetic fracture. She was taken to the operating room and revised.